Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up experiencing diaphragmatic stimulation. Reprogramming the left ventricular lead to different vectors did not resolve the issue. The lead was explanted and replaced on (B)(6) 2015 with an epicardial lead. The patient tolerated the procedure well.